Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, missing serial number label, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the first 10 boluses listed on the event date 29-aug-2024 in the pump history file. (B)(6) /2024 00:00:37.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 4000 (0.4 u). Bolusamountdelivered: 4000 (0.4 u). (B)(6) 2024 00:05:31.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 2750 (0.275 u). Bolusamountdelivered: 2750 (0.275 u). (B)(6) 2024 00:10:31.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 2500 (0.25 u). Bolusamountdelivered: 2500 (0.25 u). (B)(6) 2024 00:15:29.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1000 (0.1 u). Bolusamountdelivered: 1000 (0.1 u). (B)(6) 2024 00:20:37.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 4000 (0.4 u). Bolusamountdelivered: 4000 (0.4 u). (B)(6) 2024 00:25:28.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1250 (0.125 u). Bolusamountdelivered: 1250 (0.125 u). (B)(6) 2024 00:27:19.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8). Normalbolusamountprogrammed: 26000 (2.6 u). Bolusamountdelivered: 26000 (2.6 u). (B)(6) /2024 00:30:25.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1000 (0.1 u). Bolusamountdelivered: 1000 (0.1 u). (B)(6) 2024 00:45:21.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u). Bolusamountdelivered: 500 (0.05 u). (B)(6) 2024 00:50:25.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1000 (0.1 u). Bolusamountdelivered: 1000 (0.1 u). Unable to verify customer's daily total of all insulin delivered surrounding the event date of (B)(6) 2024 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend (12) alarm noted in the pump history file. Please see below for the usersuspended (2) alarm listed the event date of (B)(6) 2024 in the pump history file. (B)(6) 2024 23:30:13.000 insulindeliverystopped (30). Reasonfoinsulindeliverysuspension: usersuspended (2). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2024 in the pump history file. (B)(6) 2024 12:00:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). (B)(6) 2024 12:49:39.000 alarmalertnotification (40). Faultnumber: sensorerroralert (801). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Lost sensor alert - not confirmed. Sensor error alert - not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose and device test was failed. The customer reported hyperglycemia, diabetic ketoacidosis, hyperglycemia treated with insulin pump (subcutaneous insulin infusion), insulin pump (subcutaneous insulin infusion), manual injection/insulin pen. The event involved product(s) mmt-332a, mmt-1884l, mmt-397a. Troubleshooting was performed, and customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. High pressure test did not pass twice. No further patient complications were reported. No product return is required for mmt-332a. The customer will discontinue to use the device and mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-397a.